Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that in (B)(6) 2007, the patient began to experience low back pain radiating down his left leg. In (B)(6) 2007, the patient underwent an MRI of the lumbar spine, which revealed "at l4-5, there is an annular tear with a 2mm to 3mm disc bulge. This causes moderate left neural foraminal stenosis and mild to moderate right neural foraminal stenosis. Disc material may touch the undersurface of the left l4 nerve root. At l5-s1, there is a broad based central disc herniation measuring 10mm to 12mm in size. Disc material extends into the neural foramina bilaterally causing only mild bilateral neural foraminal stenosis." On (B)(6) 2008: the patient presented for a preoperative visit. On (B)(6) 2008: the patient underwent a spinal transforaminal lumbar interbody fusion, at l5-s1 where rhbmp-2/acs was implanted, left side with spinal monitoring. Postoperatively, the patient did well in physical therapy for a few months until he got tight and sore and his legs began to feel like jelly. The patient reports his back has never been the same because he has problems sitting and standing, experiences sporadic muscle spasms and other muscle issues as well. The patient's postoperative period was marked by pain. Imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve impingement at the site of implant. The patient continues to suffer from bone overgrowth causing nerve impingement, and chronic pain.